Event description:
It was reported that the patient was shocked by the implantable neurostimulator. The patient and husband were walking through a "metal detector" at a store. The patient's husband put his arm around her and received a shock in his hand. The patient had a change in stimulation. It was reported that the stimulation was down the left leg, foot, and into the arm as well. The patient turned the stimulator to 0, but it hadn't helped. The shocking felt the same with the stimulator on or off. The program was checked on (B)(4) 2012, and everything appeared to be normal. It was reported that the shocking sensation lead to a panic attack. The patient did not require hospitalization or surgical intervention and had no injury from the event.

Manufacturer narrative:
Product ID, 3093-28 lot# v967498, implanted: 2012 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer, patient. (B)(4).